Event description:
An unknown needle mechanism failure was reported. There was no impact to blood glucose level. Pod was worn between 37 and 48 hours. There are no details regarding treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
B5 updated to include blood glucose value of 228 mg/dl. H6 health effect clinical code updated to #1205 hyperglycemia, based on blood glucose level that was reported.

Event description:
An unknown needle mechanism failure was reported. Patient's blood glucose level was reported to be 228 mg/dl. Pod was worn between 37 and 48 hours. There are no details regarding treatment.